Event description:
The customer alleged questionable results on one patient sample for the human chorionic gonadotropin, stat (short turn around time) - (hcg) application on the cobas e411 disk system. Initial and repeat testing were performed on the same analyzer. The initial hcg result was > 10,000 miu/ml with a data flag. The assay was rerun at a 1:100 dilution performed by the analyzer. The result was 149.3 miu/ml with a data flag. The customer then performed a manual 1:100 dilution and obtained a result of 9360 miu/ml, which was considered to be the correct result and reported outside the laboratory. The customer stated the patient was not adversely affected by the event as no erroneous results were reported outside the laboratory. The hcg reagent lot number was 15851601. The field service representative determined the event was caused by a defective measuring cell. He replaced the cell. The operator performed calibration and quality controls, which met specifications.